Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 10:00 am was 3.3 inr. The result from the laboratory at 11:30 am was 2.5 inr. The patients therapeutic range is 2-3 inr.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. All test strip retention samples passed the internal inspection and are inconspicuous. On a regular basis, coaguchek strips of all lots currently valid in the market are tested in comparison to the current master lot by the manufacturer. For this purpose, the strips are measured with two human blood samples from marcumar donors and one high level control sample on internal reference meters. Based on the current test results of the retention material, the product concerned complies with the specification. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.7 inr . Qc 2: 2.7 inr . Qc 3: 2.7 inr . All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Medwatch fields d9 and h3 have been updated.